Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP alleging the device has a burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The patient additionally reported, "the device would not start at times". The patient could not further describe the smell, only that it was a "burning smell". The patient stated the mask and tubing also have a burning smell. The patient did not see any smoke coming from the device. The patient did not observe any flames. There was also no evidence of melting, warping, or voids/gaps in the enclosure. The power cord and/or power supply was not damaged. There was no evidence of exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a wall outlet. There was no one-way valve in place in the patient circuit. The patient nor any other household member is a smoker. The device was returned to a third party service center for evaluation. The device was still under warranty. The customer complaint was not reproduced. No error codes were found in the device log history. The firmware version on the device was v1.0.6.4326. The device passed a performance test and was assessed to be in good condition. The dust levels were acceptable after vacuuming. There were no signs of tobacco contamination, and no signs of insect infestation. There was no missing plastic on any of the cases (top, bottom, and four sides), no enclosures were misaligned or seated incorrectly, and there were no missing enclosure screws. The device was scrapped per the customer's request.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging the device has a burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The patient additionally reported, "the device would not start at times". The patient could not further describe the smell, only that it was a "burning smell". The patient stated the mask and tubing also have a burning smell. The patient did not see any smoke coming from the device. The patient did not observe any flames. There was also no evidence of melting, warping, or voids/gaps in the enclosure. The power cord and/or power supply was not damaged. There was no evidence of exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a wall outlet. There was no one-way valve in place in the patient circuit. The patient nor any other household member is a smoker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP alleging the device has a burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The patient additionally reported, "the device would not start at times". The patient could not further describe the smell, only that it was a "burning smell". The patient stated the mask and tubing also have a burning smell. The patient did not see any smoke coming from the device. The patient did not observe any flames. There was also no evidence of melting, warping, or voids/gaps in the enclosure. The power cord and/or power supply was not damaged. There was no evidence of exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a wall outlet. There was no one-way valve in place in the patient circuit. The patient nor any other household member is a smoker. The device was returned to a third party service center for evaluation. The device was still under warranty. The customer complaint was not reproduced. No error codes were found in the device log history. The firmware version on the device was v1.0.6.4326. The device passed a performance test and was assessed to be in good condition. The dust levels were acceptable after vacuuming. There were no signs of tobacco contamination, and no signs of insect infestation. There was no missing plastic on any of the cases (top, bottom, and four sides), no enclosures were misaligned or seated incorrectly, and there were no missing enclosure screws. The device was scrapped per the customer's request.